Manufacturer narrative:
Should have been checked for adverse event rather than blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant (pocket not entirely closed) the atrial lead exhibited low impedance. The failure of the lead may have been caused by numerous suture ties and electro cautery use, close to and around the lead to stop excessive bleeding in pocket. The lead was left in the patient, capped and a new lead placed successfully. The patient was stable and the procedure was completed without complications.